Event description:
End-user reports redness, irritation with weeping and odor to peristomal skin; beneath mass and border slightly extending to skin outside of tape boarder. The rash has been there for 3 weeks.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury, because a breach of skin integrity can cause a range of consequences, some of which can be life-threatening especially to the elder patient. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. It is reported that the following medications and cleansing techniques were used to treat the rash: cortaid; neosporin; lotrimin; nystatin; keflex; skin prep. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.